Manufacturer narrative:
When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: unk. (B)(4). Lot no. # 15990148l.

Manufacturer narrative:
(B)(4) lot no. # 15990148l it was reported that a patient underwent an ablation procedure with a lasso 2515 nav variable catheter, and noise and deflection device issues occurred on two individual catheters. The bwi failure analysis lab received both complaint devices for evaluation. The first complaint catheter, was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. In addition, the catheter was tested for deflection and the catheter failed. Afterwards, the catheter was dissected and it was noticed that the t bar slid down from its place. Upon receipt, the second complaint catheter was visually inspected and it was found that electrodes 1 and 2 had some blue particles underneath. This condition was not originally reported on the complaint. A ft-ir test was performed in order to identify the type of foreign material; the results demonstrated that the particles are a styrene-based polymer. It is unknown the origin of those particles as all bwi catheters are inspected for visual damages before packaging and on line inspections are in place to prevent foreign material from leaving the facility. Per the reported event, the catheter was tested for electrical performance, diameter size, and contraction, and it was found within specifications. The catheter was also tested for deflection and failed to meet specifications. Afterwards, the catheter was dissected and it was noticed that the t bar was also out of place. A such, the customer complaint has been verified. An internal corrective action has been opened to address this issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
(B)(4). Lot no. # 15990148l it was reported that a patient underwent an ablation procedure with a lasso 2515 nav variable catheter, and noise and deflection issues were experienced on two individual catheters. The bwi failure analysis lab received both complaint devices for evaluation. The first complaint catheter, was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. In addition, the catheter was tested for deflection and the catheter failed. Afterwards, the catheter was dissected and it was noticed that the t bar slid down from its place. Upon receipt, the second complaint catheter was visually inspected and it was found that electrodes 1 and 2 had some blue particles underneath. This condition was not originally reported on the complaint. A ft-ir test was performed in order to identify the type of foreign material; the results demonstrated that the particles are a styrene-based polymer. It is unknown the origin of those particles as all bwi catheters are inspected for visual damages before packaging and on line inspections are in place to prevent foreign material from leaving the facility. Per the reported event, the catheter was tested for electrical performance and contraction, it was found within specifications. The catheter was also tested for deflection and failed to meet specifications. Afterwards, the catheter was dissected and it was noticed that the t bar was also out of place. Diameter of contracted lasso is between 14 - 17 mm and diameter of uncontracted lasso is between 24 - 27 mm, catheter was found within specification measures. The customer complaint has been verified. An internal corrective action has been opened to address the t bar issue. An additional internal corrective action has been opened to address the foreign material. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that a patient underwent an ablation procedure with a lasso 2515 nav variable catheter, and noise and deflection device issues occurred on two individual catheters. The procedure was completed successfully with a similar-like device and there was no patient consequence. At the time of the complaint, the issue was investigated and found to be not reportable with the information had at present. When the complaint catheters were returned to bwi, the failure analysis lab discovered light blue foreign material underneath two of the rings on the proximal side of the catheter. As such, the awareness date was updated for this record from april 29, 2014 to june 10, 2014 as this reflects when the bwi failure analysis lab discovered new findings. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.